Event description:
In 2008, the pt reported that the display of her infusion device was damaged and "blacked out." She stated that a "few" days ago while performing a prime, she noticed that insulin was leaking from the insulin cartridge. She did not have a replacement cartridge with her because she was traveling and she continued to use the leaky cartridge. She stated that insulin did fill the cartridge compartment and she suspects this caused damage to the display. She was sent a replacement infusion device. On the next day, the pt reported that the display of her infusion device was blank and she was not able to clear an error. She was unable to identify the error due to the blank display and her blood glucose was elevated to 380 mg/dl. She stated that she received the error while attempting to bolus 3.5 units of insulin. Her normal blood glucose is 90-100 mg/dl. She was advised to discontinue use of the infusion device. She stated that she was still traveling and did not have syringes. She stated that she changed her infusion site before bed and she then discovered that she had not properly connected the infusion tubing to the infusion site. She was then able to clear the error and bolus. On a week later, the pt stated that her blood glucose had returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.